Event description:
It was reported that a peritoneal dialysis (pd) transfer set was leaking. It was observed that fluid was coming out from the top of the twist clamp when the patient shook the transfer set. The patient was given prophylactic antibiotics as a precautionary measure. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. H10: the sample was received for evaluation. A visual inspection with the naked eye and magnification was performed with no issues noted. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.